Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced severe recurrence of incontinence, bladder perforations, and recurrent urinary tract infections. The patient also experienced stress-induced external vaginal prolapse (when coughing, for example), abdominal pain and pelvic pain. According to the physician's office, as of a follow up medical appointment in (B)(6) of 2010, no patient complications were reported. Per the physician, no medications or medical intervention were required. The patient did not attend a scheduled follow up visit in (B)(6) 2010. All other information is unknown and unavailable.